Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer indicated via phone call the customer had low blood glucose of 28 mg/dl and went to the hospital where a glucogen shot was administered. The customer was in th hospital for 5 days at the beginning of (B)(6) 2016. Troubleshooting advised the customer to speak with their doctor regarding the high blood glucose.